Manufacturer narrative:
On 10/01/2019. The investigation on the suspected medical device was completed. Investigation summary: according to the reported information, the patient experienced a deflation in the breast implant. During evaluation of the device¿ it was observed a tear located in the union between the valve and shell. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. Based on the information reported and the product investigation, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/21/2019, the suspected medical device was received for evaluation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: 450cc mentor smooth round moderate plus profile, catalog#: 3502450, serial#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 450cc mentor smooth round moderate plus profile saline implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 325cc mentor smooth round moderate profile saline implants (catalog #: 3501650, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019 .